Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure the diagnosis and indication for the initial surgical procedure? Were there any intra-operative complications? Was pre-existing adhesion noted during the procedure? What was the surgical approach for initial procedure? Any concurrent procedure/device implantation? Other relevant patient history/concomitant medications? Onset date/time of the pain and uti from index surgery? Location and character of the pain? Product code and lot #? What is physician¿s opinion as to the etiology of or contributing factors to this event? When was the mesh exposure first noted by a physician? Provide dates and surgical findings of medical/surgical intervention. Was the device removed? If so, please date and details of the re-operation. The relationship of adhesion to device implanted? What is the patient's current status?

Event description:
It was reported that the patient underwent an open sacrocolpopexy procedure in 2002 and the unknown mesh was implanted. It was also reported that the patient experienced previous mesh erosion vaginally and covered pv. The patient was referred with pain and recurrent utis. MRI showed multiple small bowel loops adherent to the bowel. The laparoscopic and open mesh removal procedure was performed. It was found that the mesh was exposed into the vagina and had eroded into the serosa of 2 small bowel loops requiring small bowel resection and stapled anastomosis. Additional information has been requested.